Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device giving alert 113 reduced water temperature control. Not cooling.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. Per additional information received via mail on 27aug2025, it was reported that the unit was being repaired in house. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. Correction: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device giving alert 113 reduced water temperature control. Not cooling. Per additional information received via mail on 27aug2025, it was reported that the unit was being repaired in house. No patient injury was reported.